Event description:
Per the report received from switzerland a valve model 3300tfx25mm was explanted from the aortic position after an implant duration of seven (7) to ten (10) years due to calcification and degeneration leading to thickened leaflets and restricted motion.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was returned for evaluation. Customer report of degeneration, calcification, leaflet thickening, and restricted leaflet motion were confirmed through observed calcification. As received, x-ray demonstrated commissure 2 and 3 were bent outward and wireform was pushed inward around leaflet 2. As received, all three leaflets had torn out sections and torn out leaflet fragments were not returned. X-ray demonstrated heavy calcification on the remaining leaflets and calcification was evident at the tears. Minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the inflow aspect. Sewing ring was cut in multiple areas around the valve and exposed the metal band and wireform. Calcification restricted leaflet mobility and led to stenosis. A blue suture remained attached to the sewing ring around leaflet 3. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. Since no edwards defect was identified, corrective or preventative actions are not required.